Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, the  exhibited decreased r wave height and and x-ray showed that the lead was slightly retracted. High threholds were observed on the lead trends. It was also reported that the threshold was unstable and varied with each heart beat. The rv capture could not be confirmed at times. Microdislodgement was suspected. During the lead re-positioning surgery, tissue adhesion was observed on the screw region. The lead was re-implanted and remains in use. No patient complications have been reported as a result of this event.